Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with 2 episodes of syncope and collapsed. This resulted in hospital admission and the leadless implantable pulse generator (ipg) was reprogrammed. The patient is a participant in the (B)(6) product surveillance registry (psr) study. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ipg device¿s lower rate limit was increased from 30 to 50.